Manufacturer narrative:
Additional contact - (B)(6). Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and replaced all the parts listed in the service manual for blood back repair. All parts were contaminated with blood and were properly disposed of as hazardous waste. Unit is fully operational and will be returned to service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that the cs300 intra aortic balloon pump (iabp) unit had blood back issue. There was patient involvement but no harm reported.